Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a hematoma approximately one week post implant of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d pocket was revised, the same device was re-implanted, and remains in use. No further patient complications have been reported as a result of this event.